Event description:
Reportedly, the device was implanted on (B)(6) 2025. At the one week after on (B)(6) 2025, initial rms data showed that it had reached rrt (recommended replacement time). The pacing mode was changed automatically to vvi/70bpm. The same data was confirmed on the pacemaker check used programmer. Explantation is scheduled on (B)(6) 2025.

Manufacturer narrative:
The conclusions are as follows: - the rrt warning has been raised due to bluetooth communication issue. - the battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication is broken. - actions have been implemented to avoid this kind of issues in the future. - this complaint is recorded for trending purposes. Please refer to the analysis report.